Event description:
It was reported that when using the bd pyxis¿ es server, health side viewer reported that there was a delay in the extra transform load process. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an issue where health sight viewer (hsv) reported extract transform load (etl) process delayed. A technical support specialist (tss) disabled the etl job, executed the populate end date script on the device database instance, then reenabled and started the job. The initial run took longer than expected since last etl execution was started. The tss confirmed that the job started successfully and continued running without errors. The tss monitored the process for 10 cycles, all of which completed successfully, and confirmed that the hsv etl delay notice cleared. The tss further stated that the issue was caused by a design flaw in the etl process that resulted in duplicate key violations. The delay issue had been resolved by product support engineer. The system functioned as intended after the technical support specialist and product support engineer troubleshot the device.